Manufacturer narrative:
Continuation of d10: product ID: 977d260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: screening device. Product ID: 977d260, serial# (B)(6), product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 28-apr-2029, UDI#: (B)(4). Product ID: 977d260, serial/lot #: (B)(6), ubd: 11-mar-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient complained of discomfort in left foot during procedure. Intraop testing was performed. The cause was not known. The issue was ongoing. The patient was given steroid dose pack and is still taking the steroids as it was a 5 day dose pack. Patient stated his foot feels better than it did on friday, and he is able to walk without issue. It is uncomfortable to touch but said seems to be improving. One lead was explanted; the other was never implanted. The leads were discarded.

Event description:
Additional information from the rep indicated that they have not asked the customer to return the device because they are unsure what the exact issue was at the time. The device has not been returned. Serial number of the wireless external neurostimulator (wens) is unknown.

Manufacturer narrative:
Continuation of d10: product ID 977d260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type screening device product ID 977d260, serial# (B)(6), product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the foot discomfort was not determined. They are resolving the issue.

Manufacturer narrative:
Continuation of d10: product ID 977d260 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device product ID 977d260 serial# (B)(6) product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient decided to abandon their stimulation trial as the hcp nicked a nerve.